Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to the emergency room with a "shocking sensation" in their upper chest. An x-ray revealed that the patient's atrial lead had dislodged and was causing extra cardiac stimulation. An additional x-ray on (B)(6) 2021 revealed that the patient may have been twiddling the system, as the implantable pacemaker had also migrated. The lead was explanted and replaced on (B)(6) 2021. The pacemaker was left as is because the physician did not want to increase the risk of infection due to the creation of a new pocket. Patient was stable after the procedure.